Event description:
During this patient's left total knee replacement, the surgical saw used (a stryker system 7) came apart and several pieces fell onto the sterile field. When this device was handed to the surgeon several pieces from the switch that locks, the blade in place fell out. The blade was locked onto the saw and no issues were noted prior to this. There was a concern that the pieces that fell out are not sterile due to the fact that the saws are not taken apart during the sterilization process.